Event description:
It was reported that the implantable cardiac monitor (icm) exhibited intermittent undersensing. The device remains in use. No patient complications have been reported as a result of this event. It was also reported that the counter were coming in, incorrect into the remote monitoring network. Troubleshooting: none specified. Other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.